Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that pump "stopping infusion and restarting on its own." The medication administration record (mar) is indicating that the pump has stopped infusion and restarted. The patient has shown deterioration on the pumps that reflected this behavior. There was unspecified patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that pump "stopping infusion and restarting on its own." The medication administration record (mar) is indicating that the pump has stopped infusion and restarted. The patient has shown deterioration on the pumps that reflected this behavior. There was unspecified patient injury. Although requested, additional information was not provided.